Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that 50-s sweep suction probe malfunction, rf probe didn¿t activate.

Manufacturer narrative:
Multiple attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: rf probe didn¿t activate. Probable root cause: hardware failure, software error due to hardware failure, damaged receptacle board, damaged power board, front board failure, loose flex cable, damage to console during shipping/ handling, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge, insufficient cybersecurity (cf). The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that 50-s sweep suction probe malfunction, rf probe didn¿t activate.